Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that the system was performing as intended, and no failure was found. It was noted that the site had changed out a network cable between the imaging and navigation systems. The replaced cable has been discarded by the site and is unavailable for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure, the site was unable to send spins to the navigation system. There was a reported delay of less than one hour. There was no patient impact related to this event.